Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The patient saw air bubbles in the patient line. The patient reported that the patient line was not properly primed before connecting. They also explained that they added the patient line extensions after prime. The technical service representative (tsr) advised the patient to end the therapy and start over with all new supplies. The tsr explained the priming process to the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.